Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries, interconnect cable and software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 8800 system locked up and would not x-ray. Also there was only half of the image displayed. No patient injury was reported.